Event description:
It was reported that low impedance was observed. Patient's merlin transmission revealed possible output circuit damage. The first aborted shock occurred on (B)(6) 2011, where the hvli measurement was showing as 0 ohms. The system was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The output circuit damage was confirmed. Analysis identified damage to the high voltage output circuitry. Review of the device diagnostic data revealed detections for output circuit damage. An arc mark was observed on the ICD can caused by lead arcing to the ICD.